Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation; evaluation of the device was not required. Per customer communication the device performed to specification. It was determined the electrode pads being used at the time of the reported event were the cause of the reported malfunction. Evaluation of the electrode pads confirmed there was a faulty sensor puck, causing the device to fail self-test in non-rescue mode. Therefore this claim is being closed as evidence/communication supports report was unsubstantiated. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to be medwatch reportable as the "unit failed" message occurred in non-rescue mode, which indicates that the device would still function in rescue or clinical mode.

Event description:
Complainant alleged that during incoming inspection testing, the device prompted a "unit failed" message in non-rescue mode. Complainant indicated that there was no patient involvement in the reported malfunction.